Event description:
Nellcor puritan bennett received a report of a n-395 unit with no audio alarm and no post tones found while the biomedical engineer was performing preventive maintenance.

Manufacturer narrative:
The biomedical engineer reported that the speaker was replaced and the removed speaker was thrown away. No device was returned for investigation.